Manufacturer narrative:
Rod side hose.

Event description:
It was reported by service report that the hydraulic hose was leaking near the compression fitting and the cot retaining post was loose. No patient involvement or adverse consequences are reported.